Manufacturer narrative:
The returned device was evaluated and found not to download under its own power. The device was connected to a power supply and the download process was repeated successfully. During the download process, the device was found to beep while communicating with the device. The reported event could not be confirmed. The fluid path (cannula) was noted to be damaged. Any damage to the fluid path will reduce the devices ability to deliver insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the pod never double beeped after filling with insulin. She went ahead and activated the pod anyway. The patient's blood glucose reached 482mg/dl while wearing the pod. (B)(6). The device was returned for evaluation.